Event description:
The customer reported to olympus that during an unspecified procedure, the light bulb jumps from the light source to the spare bulb, and it was not as bright on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor cosmetic damage (front panel was discolored and does not affect functionality of the unit), had a updated power switch, a non ¿ olympus that had insufficient thermal paste between the lamp and heatsink assembly and the software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the spare lamp switching on could not be identified. However, it's likely the cause is related to the use of a non-olympus lamp. Olympus will continue to monitor field performance for this device.